Manufacturer narrative:
The device was received. Investigation not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a "whitescreen watchdog" error. There was no patient involvement, no adverse event, no need for medical intervention, and no delay in critical therapy reported. No additional information was provided.